Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a patient had a skin irritation. The patient's wife reported that the patient had marks on his skin from the vest digging and blisters under the ECG electrodes that had opened, bled, and scabbed. The patient's physician prescribed the patient a cream to use on the irritation. The patient was also remeasured and given larger sized garments. Follow-up indicated that the irritations had improved.